Event description:
It was reported that this patient experienced increased spasticity. The location of the issue was specified as the catheter track. X-rays were performed and it was noted that the catheter had migrated out of the intrathecal space and was subcutaneous. The patient was restarted on oral baclofen and a replacement was planned for (B)(6) 2014. The cause of the issue was not determined. At the time of the event the patient¿s status was reported as alive, no injury. This device system delivered gablofen. It was further reported that the cause of the catheter dislodgement reported by the patient was from being hit in the back with a table. However, the surgeon was unsure of the exact cause. The catheter was fully replaced on (B)(6) 2014 and the old catheter was discarded by the hospital. The patient was previously on 205 micrograms (mcg) per milliliter (ml) of gablofen. The patient¿s pump was refilled with lioresal 500 mcg/ml concentration and the pump was restarted at 100 mcg/day at the time of the surgery. The patient¿s current status was not known. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received and it was reported that following the catheter replacement the patient was receiving effective therapy.

Manufacturer narrative:
Product ID 8709 lot# j10974r09, implanted: 2002 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).